Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) reached elective replacement indicator (eri) after being implanted for less than two years and reached end-of-life (eol) less than 90 days from eri. The device battery status is very close to where it would revert to storage mode and no therapy would be available.